Event description:
The customer contact reported that during testing at the user facility, the tubing set delivered less than expected. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.